Event description:
A us distributor reported that a monitor that was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor displayed a service code. The cause for the failure was isolated to a defective resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.